Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization, hyperglycemia and diabetic ketoacidosis. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, freedom from hazard alarms and confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient was hospitalized due to diabetic ketoacidosis (dka) high blood glucose (bg) levels and pain, while wearing the pod on the leg between 24 and 36 hours. Upon removal, it was noticed that the pink slide had not moved forward, indicating a failure of the needle mechanism. At the hospital, the patient was placed on an intravenous (IV) of potassium, fluids, liquid pain killers and 2 vials of anti sickness medication.